Event description:
It was reported that an unspecified malfunction alarm occurred after customer dropped the pump on the floor. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level. The customer received a replacement pump for insulin therapy.